Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system jet 7 kit. During the procedure, the physician completed three passes using a neuron max 6f 088 long sheath (neuron max), non-penumbra catheter, and stent retriever device; subsequently, they were removed. The physician then advanced the stent retriever device through the penumbra system jet 7 reperfusion catheter (jet7) in the target vessel to engage the clot and completed two passes. A contrast run was performed using the jet7 and the physician noticed the jet7 expanded; therefore, they were removed. After removal of the jet7, the jet7 was noticed to be damaged. The procedure ended at this point. There was no report of an adverse effect to the patient.